Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.